Manufacturer narrative:
Device eval: one device has been returned for eval. The eval is still in-process. A follow up report will be submitted when the eval has been completed.

Event description:
The user reported that, while attempting to remove a vena cava filter, the head of the retrieval device detached. A new retrieval device was used to remove the broken head from the pt. No further harm or injury to the pt was reported.